Manufacturer narrative:
This report is being submitted in order to add codes that were otherwise omitted during transmission in follow-up #1 and #2. Codes 190 and 826 for test strips, as well as 708 for control solution, are to be included with follow-up #1. Code 708 for test strips' pdt testing results is to be included with follow-up #2.

Manufacturer narrative:
Follow-up # 2 - 12/18/2014 device evaluation. The lay user/patients test strips have been returned on 10/28/2014 and further evaluated by lifescan product analysis on 12/15/2014 with the following findings:additional tests were performed on the test strip vial to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to be saturated by moisture and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/04/2014). The patient¿s test strips and control solution have been returned on 10/28/2014 and evaluated by lifescan product analysis on 11/24/2014 and 11/25/2014, respectively, with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution with no assignable cause. In addition, a secondary issue was noted when the test strip vial was found to be overlabelled by a third party. The control solution was also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurately high control solution results. The reporter obtained a control solution reading of "10.7mmol/l" on the subject meter (onetouch verio iq). This falls out with the control solution range of "5.7-7.7mmol/l" for this strip lot. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.